Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had no carbs for breakfast and went on a 2 mile run. Customer stated that she went to lunch and bolused but her blood glucose still ran high. Customer's blood glucose was 196 mg/dl at the time of the incident. Customer's current blood glucose is 481 mg/dl. Customer treated with a bolus on the pump and an insulin pen. Troubleshooting was performed and the pump alarmed no delivery during the high pressure test. Customer was advised that the pump is functioning as designed. Customer was advised to do a complete set change and follow up with her health care provider regarding her high blood glucose.